Event description:
The pt finished the treatment .6 kg under dyr weight. The pt did not exhibit adverse symptoms (blood pressure remained stable) but later reported feeling weak and ill the rest of the day. The gambro technical services rep was unable to duplicate but replaced the ultrafiltration "cca". There was no medical intervention.